Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the gauge cover was cloudy, blocking the scale vision and could not be determined if it was due to a substance or a material defect. A functional evaluation was performed by testing the reading capability of the gauge and it read normally. It was also noticed that the gauge returns at 0atm after pressurizing. There is not enough information available to determine what caused the reported failure a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, during unpacking, the gauge of the device was noted to either be scuffed or cloudy making it impossible to read the meter of the device. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, during unpacking, the gauge of the device was noted to either be scuffed or cloudy making it impossible to read the meter of the device. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.